Event description:
Norepinephrine (levophed) increased by 0.02 increments from 0.16mcg/kg/min to 0.3mcg/kg/min without improvement in patient's blood pressure. IV tubing was removed & re-seeded in IV pump and restarted at the same 0.3mcg/kg/min and patient's blood pressure immediately increased. Referred to baxter work group.